Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 05, 2017: legal medical records received. Pfs alleges pain constant with stiffness, numbness and weakness. After review of medical records for MDR reportability, it was found on the operative notes that there was a significant heterotopic ossification. There is no laboratory values provided. This complaint was updated on: may 17, 2017.

Event description:
Update jun 27, 2017: medical records received. After review of medical records, there is no new information added that changes the MDR reportability. Added laboratory findings. This complaint was updated on: jun 30, 2017.

Event description:
Update jun 06, 2017: supplemental information received. After review of supplemental information there is no new information added that changes the existing MDR decision. Laboratory findings indicates fractured femoral head components. There is no gross evidence of dislocation. This complaint was updated on: jun 12, 2017.

Event description:
Litigation alleges the patient suffers from pain. Update rec'd 10/22/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated a loose femoral component which was revised. The stem and sleeve are being added to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/19/2014.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search for the added stem and sleeve found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.